Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Fa investigations confirmed customer reported complaint of frayed cable. The instrument was found to have a frayed pitch cable at the distal end. Additional findings included a broken and loose pitch cable at the distal end. The instrument housing was removed, and the pitch cable was dislodged. This finding was attributed to the broken pitch cable in the distal end.

Event description:
It was reported that during central processing, it was discovered that the cable was frayed. There was no report of patient involvement or reported injury.